Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as onset, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with intravenous vancomycin injection (one gram stat, frequency and duration not reported) and moxif tablet (once daily for four days, route and dose not reported) for peritonitis. The outcome of the peritonitis event was not reported. The action taken dianeal therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: on an unreported date, the patient was recovered from the peritonitis event (previously, the outcome was reported as unknown) and the peritoneal effluent fluid was clear. Should additional relevant information become available, a supplemental report will be submitted.